Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirts when priming. Customer¿s blood glucose level was unknown. Customer stated that screen had scratched and rain bowing effect. Customer also mentioned that she was having issues with insulin pump. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.